Event description:
Complainant description received is as follows: two or three passes were accomplished with complaint device. The needle was removed to expel tissue on a slide and it was noted that the tip of needle was bent and could no longer be retracted into the sheath. A similar device as the complaint device was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint is reportable to the FDA on the bases of the reporting precedence established for needle non-retraction for this product family, regardless of the pt outcome. This complaint is related to an echo-hd-22-c device of lot # c1008788. One echo-hd-22-c device was returned for eval. This echo device was received without the stylet. The tip of the needle was approx 2.88 mm exposed from the sheath and was noted to be severely bent. The sheath was examined and no kinks were visible along the length of the sheath or below the sheath extender, when the sheath extender was positioned at reference mark 1. The needle could be fully advanced without resistance but could not be fully retracted. On closer examination of the needle it was observed to be bent at the notch/core trap at an angle and the needle tim was confirmed to be intact. In addition, the needle tip was examined under the microscope and it was confirmed that the tip of the needle was not damaged, but the needle was severely bent at the notch. The customer complaint was confirmed as the needle of the returned device was severely bent at the notch and could not be fully retracted into the sheath. A possible cause of the needle tip becoming bent at the notch may be attributed to individual pt anatomy, if the area being sampled was a particularly hard mass or lesion. It is also possible the needle was damaged due to product handling when advancing / removing the device from the endoscope, during use if the stylet was not fully in place during advancement of the needle or during sample retrieval. If the needle notch was kinked/bent during use this could result in preventing needle retraction into the sheath. The issue was noted after two or three passes; therefore, the needle was most likely damaged during a previous pass. As conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. A review of the MFR records for echo-hd-22-c devices of lot number c1008788 did not reveal any discrepancies which could have contributed to this complaint issue. Prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. The notes section of the instructions for use ifu0077-3 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends, and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The pt did not experience any known adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.